Event description:
Caller reported that the insulin gauge displayed a different amount than expected on a previous day, with a discrepancy greater than 30 units from the expected 200 units. There was no adverse impact to the customer¿s blood glucose level. Cts advised the caller to contact technical support again for troubleshooting if the issue recurs.